Event description:
It was reported that the customer experienced intermittent occlusion alarms. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.